Event description:
It was reported that the patient presented to the hospital for a scheduled device exchange procedure. Interrogation of the pulse generator pre procedure noted that the right atrial (ra) lead was over-sensing noise resulted in inappropriate mode switch episodes. The lead was capped and replaced during the procedure on 9 jun 2026. The patient was stable throughout the procedure.